Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was severely calcified and the device was removed intact.

Manufacturer narrative:
Device evaluated by MFR: an examination of the balloon found no evidence of a tear or hole in the balloon material. The device was attached to an encore unit and during attempts to inflate liquid into the balloon a leak was noted out through the tip. An examination of the wire lumen found a kink and hole in the inner at 4.9cm proximal to the tip. The leak out through the tip occurred as a result of this hole in the lumen. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous proximal left anterior descending artery (lad). The physician advanced 2.0mm x 12mm apex balloon catheter to the lesion. At an unknown inflation, the balloon ruptured at unknown pressure due to the severely calcified lesion. A non-bsc balloon was used and also ruptured. Rotational atherectomy was performed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was further reported that the target lesion was severely calcified and the device was removed intact.

Manufacturer narrative:
(B)(4).